Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the undetected downstream occlusion, which was reproduced during device investigation. Evaluation confirmed the reported symptom, undetected downstream occlusion, through causality of loose bearing mount screws and therefore the pump mechanism was required to be replaced.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect a downstream occlusion when an occlusion was present. There was no patient involvement.